Event description:
It was reported that a patient presented in a non-clinical environment and was unable to connect their implantable cardioverter defibrillator (ICD) via bluetooth, and a failure of bluetooth low energy (ble) telemetry was noted. Intervention to restore the ble telemetry was planned but was not yet performed. No adverse patient consequences were reported.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.